Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issue with the infusion set as it had come off (the sets would not stay as adhesive was not sticking), which led to increased blood glucose levels. This issue had occurred four sets. Subsequently, on (B)(6) 2019, the patient had vomiting, blood glucose level of 1200 mg/dl and diabetic ketoacidosis, so was admitted to the hospital. During hospitalization, the patient received insulin drip and fluids intravenously (drug name unknown). On 03-dec-2019 (date of this report), the patient was still in the hospital. No further information available.